Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, the physician perforated the urethra. The physician removed the entire device and aborted the procedure. The patient was catheterized for one week. The current patient condition was reported to be "fine".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.